Event description:
It was reported that pump generated malfunction alerts stating no insulin was in pump even though insulin was present. No information was provided regarding the customer¿s blood glucose level or any adverse effects. No additional information was received regarding actions taken by customer or technical support to address issue.